Manufacturer narrative:
The intercare brush head is an accessory to the sonicare toothbrush. The serial and model numbers of the brush head were not provided. Additional contact information not provided. Complaint received from (B)(6). Device manufacturing date not available due to the brush head not being returned.

Event description:
Consumer called stating that their brush head had a plastic splinter in place of bristles. No injury reported.

Manufacturer narrative:
The root cause of the customer's complaint is a manufacturing defect, resulting in hard plastic protruding from the bristle field.